Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced valve-in-valve due to severe calcification, stenosis, and insufficiency. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 11 months post implant of this pulmonary bioprosthetic valve in (B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.